Event description:
It was observed that during the device inspection that the videoscope exhibited foreign material in the nozzle, air/water tube and the air/water cylinder. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
His supplemental report is being submitted to provide the legal manufacturer's final investigation. Additional information: h3, h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the "foreign material in the air/water tube and cylinder and nozzle" malfunctions could not be identified nor the type of material. The event can be prevented by following the instructions for use which state: IFU states detection methods in sif-h190 operation manual chapter 3 preparation and inspection. IFU states prevention measures in sif-h190 reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.